Event description:
It was reported that "when the iabp balloon catheter was inserted, it was found that the balloon could not pass through the arterial sheath. After removal, the support rod at the front end of the balloon catheter was broken, and the surgery was successfully completed only after replacing it with a new balloon". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the iabp balloon catheter was inserted, it was found that the balloon could not pass through the arterial sheath. After removal, the support rod at the front end of the balloon catheter was broken, and the surgery was successfully completed only after replacing it with a new balloon". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
Qn# (B)(4). The reported complaint for that the "balloon could not pass through the arterial sheath" was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for I nvestigation. The sample was returned in a cardboard box and was in a ziploc/yellow bio-hazard bag (inp-1, inp-2). Upon return, the stylet was noted partially inserted within the iabc central lumen (inp-4, inp-5). The peel away sheath was noted on the returned iabc (inp-4). The one-way valve was tethered to the short driveline tubing (inp-5). The bladder was loosely wrapped (inp-6). The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.7cm from the iabc distal tip (inp-7). Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. No sheath was returned with the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0051in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The stylet was removed from the iabc central lumen without any difficulty. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen (inp-7, anp-4). The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end (anp-1, anp-2). The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen (inp-7, anp-4). The iabc was leak tested again with the iabc distal tip and luer end blocked off; multiple leaks were immediately detected from the iabc bladder membrane (anp-3). Under microscopic inspection, the leak sites were consistent with the previously confirmed damaged/broken central lumen and were noted at approximately 5.6cm, 5.7cm and 6.3cm from the iabc distal tip (anp-5 through anp- 10). No other leaks were noted. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.